Manufacturer narrative:
A supplemental medwatch will be submitted after receiving new information.

Event description:
According to the customer: "when the customer started rewarming during extracorporeal circulation, he/she detected clotting in the veinous reservoir (vkh71000). No adverse effects on the patient. Occurred during patient use. (B)(4).

Manufacturer narrative:
We have received a 70106.4582 bo-vkmo 70000-j set. The reservoir has been cleaned and disinfected. A visual control has been done. Thus clotting could be confirmed. Clotting is a known phenomenon to maquet cardiopulmonary and has been thoroughly investigated in a previous complaint. A review of the reservoir device history records was performed by a designated maquet member, no abnormalities were found. The cause of this failure was determined to not be attributed to a device related malfunction. This complaint #(B)(4) will be closed and the failure will be handled through a designated maquet cardiopulmonary track and trending process.